Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair would slide down ramps uncontrollably.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Per the evaluation, the chair was observed to be functional; however, the left side stability lock cylinder was not functioning; the pin would not depress. This failure was likely the cause of the reported issue of the chair sliding down ramps uncontrollably. The evaluation also identified that there were several motor fault codes in the fault log as well as motor sensor fault codes, which indicate that there had been a possible issue with the motor leads or connections at some point. Additionally, the fault log displayed a short-to-frame fault code, indicating that there had been a possible issue with the wiring, controller, or motors at some point. However, the underlying cause of the failures could not be determined. The end user was provided a replacement chair.

Event description:
Chair would slide down ramps uncontrollably.